Event description:
It was reported that non sustained right ventricular oversensing due to intermittent loss of right ventricular pacing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended. There were no reported patient symptoms or consequences.

Event description:
New information received notes the patient came into clinic. The non-sustained right ventricular oversensing observed was due to brief noise on the patient's non-abbott right ventricular (rv) lead. Left ventricular capture was appropriate. Programming changes were completed. No oversensing was observed after the programming changes. The patient was stable.